Event description:
Initially the patient was admitted, due to stable angina and a positive stress test. The patient underwent the index procedure with deployment of two des stents in the distal rca and the mid rca. Post stent-deployment residual stenosis was 0% in both cass sites. Approximately a year and five months post index procedure the patient experienced a thrombotic event and a myocardial infarction. The patient initially had a 3.0 x 23mm cypher stent and a 3.0 x 33mm cypher stent implanted.

Manufacturer narrative:
Additional information was received on (B)(6) 2011 as follows: at the time of event, patient's home medications were: exforge 10/320, aspirin 81 mg, carvedilol 25 mg, clonidine hydrochloride 0.2 mg, vytorin 10/80, lasix 40 mg, glyburide 5mg, phenytoin sodium 100 mg, kcl 99mg, aciphex 20 mg, study drug, and isosorbide nitrate. Additionally, as treatment for the event the patient had a heart catheterization done and received aspirin, plavix, nitroglycerin and home medications. Additionally, the lot numbers for the stents involved were reported. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00495 and 3003742446-2011-00496. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers is 3003742446-2011-00496. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient had coronary stent thrombosis and an mi post cypher stent implantation. This is a (B)(6) female patient with medical history including diabetes mellitus controlled with oral medications, hypertension, tia on (B)(6) 2009, stroke on (B)(6) 2009, congestive heart failure, lvef <30%, previous myocardial infarction (mi) on (B)(6) 2009 and previous coronary artery bypass graft in 2001, ischemic cardiomyopathy, inducible ventricular tachycardia and ventricular fibrillation and has an implantable cardioverter defibrillator, implanted in 2006 and revised in 2009 secondary to a lead fracture. The patient has no known drug allergies. The indication for the index procedure was stable angina and a positive stress test. The patient underwent the index procedure with deployment of two cypher stents in the distal rca and the mid rca. Post stent-deployment residual stenosis was 0% in both cass sites. Additional information was received as follows: approximately a year and five months post index procedure, the patient experienced a thrombotic event and a myocardial infarction. The patient initially had a 3.0 x 23mm cypher stent and a 3.0 x 33mm cypher stent implanted. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In-stent thrombosis and myocardial infarction are known potential adverse events associated with coronary stent implantation. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. The in-stent thrombosis can lead to cardiac muscle ischemia releasing enzymes secondary to muscle damage that can be detected by monitoring of cardiac enzyme values. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel/lesion and patient factors may have contributed to the reported events. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00495 and 3003742446-2011-00496.